Manufacturer narrative:
Findings: reliability analysis inspected 3 opened/used enlite sensors and found all 3 sensors needles separated from sensor. Complaint against serter. Also found all 3 sensors with cannula bent unable to confirm customer received sensors damage due to customer return sensors opened/used.

Event description:
A customer reported via phone call indicating sensor issues. The patient's blood glucose was unknown at the time of the call. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced due to a bent cannula. The customer was sent a replacement sensor.